Event description:
Revision surgery - due to the patient dislocating and the closed reduction failing. The surgeon explanted the original stem, reverse shoulder prosthesis (rsp) liner and glenoid head. He implanted a larger head and built up the humeral side for stability. He indicated not an implant failure, just needed more stability.

Manufacturer narrative:
The reason for this complaint was a revision surgery to address a dislocation after 2.5 months in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 23101 showed 32 parts (part number: 51000012-30) written up for suture holes that did not meet functional gage (fg) fg625, the parts were reworked and accepted. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patients dislocation could not be determined with confidence from the information provided. It was reported the surgeon implanted a larger head and built up the humeral side for stability. There are no indications of a product or process issue affecting implant safety or effectiveness.